Manufacturer narrative:
On august 13, 2024, mentor became aware that it was patient's primary breast augmentation, and date of implant was (B)(6) 2017. Fields d6a have been updated on this form accordingly. Reason for device explant and/or reoperation: right generalized illness, granuloma, complication of pregnancy, and breast mass. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported, via a patient report, that a female patient underwent breast augmentation surgery with smooth hpg, 475cc memorygel breast implants on (B)(6) 2017. Granuloma was observed on or about (B)(6) 2024 from MRI findings ¿ ¿rupture of the left implant, both intra and extracapsular, with silicone infiltration into the pectoral muscle, as well as a lymph node filled with silicone¿. It was reported that the patient also experienced generalized illness symptoms including extreme fatigue, memory loss, and a weakened immune system as a result, bilateral implant removal was performed on (B)(6) 2024. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On september 13, 2024, photo evaluation was completed as follows: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on july 8, 2024, and reviewed by the clinician, clinical codes have been added/updated under field h6. Generalized illness including miscarriage, suspects bii were also reported. Complete UDI has been added to field d4. Reason for device explant and/or reoperation: right generalized illness, granuloma, and breast mass this supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).